Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch on the left ventricular (lv) lead. The switch triggered due to high out of range pace impedances on the lv lead. The impedances were greater than 2000 ohms. At this time, reprogramming was performed and the alert limit was increased. The products remain in service. No adverse patient effects were reported.